Manufacturer narrative:
(B)(4) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material #:unknown; batch#:unknown. It was reported by customer that the needle is separating from syringe. Rcc received a complaint via web. Pir attached. Needle is separating from syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:unknown. Batch#:unknown. It was reported that the bd syringe had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via web. Pir attached. Needle is separating from syringe.